Event description:
It was reported that the device screen intermittently failed to respond when the user pressed the button, then resumed normal function after several minutes, and a firmware update was recommended while the user prepared for a routine supply change with a reported blood glucose of 193 mg/dl. Symptoms included no clinical effects reported and no alerts or alarms. Outcomes included no impact to health status and no need for medical or surgical intervention. Investigation included complaint intake review and remote technical assessment with guidance to update firmware. Investigation of this case revealed an intermittent user interface responsiveness issue consistent with a device display or control interaction anomaly, with no confirmed hardware damage and no consistent replication, and the device component implicated was the screen or user interface module. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but likely related to software or transient device state pending completion of the recommended firmware update.